Event description:
The pt presented to the hospital on (B)(6) 2009 with slurred speech, left facial droop and left arm weakness. The physician administered 49 mg of IV tpa, and the initial angiograph showed a thrombus in the right ica origin with distal right m1 occlusion. Following the intervention with the penumbra system on the target vessel (right ica), a carotid stent and merci retriever were used. CT imaging was reported showing "(B)(6) 2009 15:40 right intraparenchymal hematoma. On (B)(6) 2009 17:25, probable early hemorrhagic changes in right mca. On (B)(6) 2009, maturing right mca infarct and resolving right parietal lobe hematoma - query petechial microhemorrhage right caudate nucleus head." This intraparenchymal hematoma was reported as having possible relationship to both the study device and the angiographic procedure. It was not reported as serious, but was unresolved at the end of study as no f/u scan was completed.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complications with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a (B)(4). The info available regarding this event is limited to the procedural reports provided by the hospital.